Manufacturer narrative:
The device was not returned by the customer, therefore, no product analysis could be performed.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting intermittent loss of capture. The patient had experienced pre-syncopal symptoms and x ray showed conductor fracture, the rv lead was replaced. The rv lead is expected to return. No additional adverse patient effects were reported. Additional information was received and high impedance and high capture measurements were noted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was exhibiting intermittent loss of capture. The patient had experienced pre-syncopal symptoms and x ray showed conductor fracture, the rv lead was replaced. The rv lead is expected to return. No additional adverse patient effects were reported.